Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a waveform error. There was no patient involvement.